Manufacturer narrative:
Pending investigation.

Event description:
It was reported that during an sling advance xp implant surgery the device disconnected from the trocar when pulling though the tissues. The physician attempted to reconnect the device but the material got flared and it did not fasten, becoming unusable, despite several approaches without success. The patient was anesthetized for two hours due to the issues while waiting for a second sling advance xp to complete the procedure. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported clinical observations cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the sling avance xp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during an sling advance xp implant surgery the device disconnected from the trocar when pulling though the tissues. The physician attempted to reconnect the device but the material got flared and it did not fasten, becoming unusable, despite several approaches without success. The patient was anesthetized for two hours due to the issues while waiting for a second sling advance xp to complete the procedure. No additional patient complications were reported.